Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that there was poor telemetry or no telemetry with recharging. Poor communication was reported. The patient in the hospital/nursing home from (B)(6) 2016 and didn't use the device at all during that time. After that, it wouldn't take a charge or hold a charge. The patient only used the device like once a month. The health care provider had told the patient that he would take it out. The patient also has a lot of medical health issues that he needs an MRI for and needs to have the device removed to have an MRI. The patient¿s system is being removed on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.